Event description:
The customer alleged alarm malfunction. The nellcor puritan-bennett customer support engineer verified the reported problem, inspected the device and replaced the front panel display. The unit passed extended self-testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.